Manufacturer narrative:
A review of the manufacture records could not be conducted because the lot number was not available.

Event description:
The patient is enrolled in the (B)(6) study: post-atherectomy angiography revealed a smooth result with only 20% residual stenosis for the first target lesion. It was not until the device was reinserted prior to atherectomy of second target lesion that a dissection was noted. The dissection occurred as the device was being advanced over the wire. The wire was accidentally pulled out, which caused the nose cone of the device to dissect the artery, on the distal part of the first target lesion. This required a stent without further complication.